Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. Troubleshooting options were recommended. The plan is continuing to be monitored. At this time the device remains in service. No adverse patient effects were reported.